Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a hardware low level failure. Customer blood glucose was 140 mg/dl. Customer was assisted self-test twice and it observed that the hardware low level failure occurred again. The product will not return for the analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low level failures error alarmed during self test and confirmed in device history with variable due to broken trace at pin and pin keypad assembly.